Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The customer stated that she could see water inside of the insulin pump. The reported blood glucose reading was 350 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
This display was blank due to moisture damage on the electronic assembly.